Manufacturer narrative:
Results: product performance engineering could not determine a conclusive root cause for the dislodged stent. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned without any blood or contrast visible. The stent implant was loose on the balloon between the markers. There was no damage noted to the stent implant. The balloon was tightly folded. There were crimp marks on the balloon between the markers. There was balloon shredding on the proximal end of the balloon. There was no damage noted to the sds. The orange protective sheath was returned. The inner diameter of the flared end of the protective sheath was measured with pin gauges. A snap gauge was used to measure the outer diameters of the stent implant. The distal measurements met manufacturing criteria. The proximal and middle measurements were oversized and did not meet manufacturing criteria. Product performance engineering reviewed the incident info analysis of the device without blood or contrast visible on/ in the sds is consistent with the reported no pt involvement. The stent implant was loose on the balloon, but within the markers, which suggests that the stent may have been moved or remounted onto the balloon subsequent to the reported dislodgement. Factors that can affect stent dislodgement outside the body include, but are not limited to, positive pressure during prep, negative pressure during sheath removal, incorrect sheath sizing, forced sheath removal, or improper or inadequate crimping at the time of MFR. Analysis indicated the presence of crimp marks between the markers of the still tightly folded balloon suggesting that the stent was at least crimped onto the balloon correctly at the time of manufacturing. It is possible that the sds was not carefully handled while being taken out of the dispenser coil, or that the stent dislodged during removal of the protective sheath. The returned protective sheath inner diameter met manufacturing criteria. The over-size outer diameters of the stent implant noted at the proximal and middle ends suggest that the stent expanded during travel over the balloon as would be expected. It is possible that the over-sized stent outer diameters may have originated from the manufacturing site and contributed to the dislodgement. However, this is unlikely considering that the stent outer diameters are 100% verified during manufacturing. It is unknown when the stent outer diameters became oversized. The root cause of the stent dislodgement is unknown, but there is no indication of a quality issue. All quality parameters including stent placement and stent movement were within specification on the lot release test samples. Although not reported in the incident info, analysis of the returned device noted balloon shredding on the proximal end of the balloon. Considering that it was reported that the stent implant was found to have slipped proximally on the sds, and it was noted to be loose and between the markers during analysis, it is possible that the stent may have been moved back and this movement may have caused or contributed to the shredding of the balloon. Alternatively, the balloon shredding may have been initiated if it was exposed to alcohol at any point during handling. It is unknown when and how the balloon shredding occurred, but it is unlikely that this originated form the manufacturing site given that all sds are 100% visually inspected for balloon damage during the manufacturing process. Also, since no shredding was noticed underneath the stent implant, it appears that the shredding was most likely inducted after the stent implant was crimped onto the catheter. This damage does not appear to be related to the reported stent dislodgement. The lot history record was reviewed and there were no non-conformities associated with this product lot. A query of the complaint-handling database was performed and there have been no other complaints reported with this part number/lot number combination. This MDR is considered closed by the product performance group.

Event description:
Report status: malfunction. Reporting rationale: dislodged stent has caused or contributed to pt injury previously. Device issue: dislodged stent. It is reported that when the stent was taken out of the box and out of the plastic tube that it is packaged in, it was noticed that the stent had slipped off the balloon. The stent was in fact behind the balloon on the delivery shaft of the device. The device was not used on the pt. No additional event or pt info is available.